Manufacturer narrative:
Correction: in the initial report, the manufacturer date provided was inadvertently reported as 05/25/2021, however the correct date is 06/17/2021. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: a field service engineer (fse) visited site and performed a complete checkout of the system by cleaning the optics and optimizing power and all other calibrations. Performed a full system checklist and everything checked to specifications. Also clean camera image path and adjusted video gain to get a brighter image for monitor. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a small radial tear while using the catalys system. An intraocular lens (iol) was placed however, patient had to return back to surgery as the iol rotated and had to be exchanged. No additional information was provided. This report is for the catalys system. A separate will be filed against the iol.